Event description:
Dr. Reported via our sales rep, that during one surgery, the tips of both torque wrenches broke. Moreover, he reported that he finished the surgery using the instruments out of an xia ii system.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.